Event description:
It was reported that the non-sustained lead noise episodes due to myopotential oversensing were observed. Recommended reprogramming was performed and no further episodes were observed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.